Manufacturer narrative:
The customer complaint that set screw cannot be tightened was confirmed. Device was received at normal range of operation. Visual inspection of ventricular channel found punch hole in septum and debris in the setscrew inset, partially blocking the inset of the setscrew. It was also noted that inset of the set screw was stripped on the top and this is consistent with incorrect insertion of torque wrench into the set screw inset and considered user error. Once debris was removed ventricular set screw could be tightened properly.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was unable to tighten the set screw on the pacemaker. The pacemaker was not used and was replaced with a new device. There were no patient consequences.